Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a promus element mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. The stent was moved on the balloon in a proximal direction approximately 8mm from the proximal end of the distal markerband leaving the distal end of the balloon body exposed and covering the proximal markerband. Distal strut rows 1-3 were damaged with struts misaligned. The maximum stent profile was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the exposed distal balloon. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified a midshaft break at approximately 108mm distal to the mid-shaft/ hypotube bond. The inner and outer shaft polymer extrusion was stretched and pulled. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion containing a tight acute bend located in the second obtuse marginal branch. Following pre-dilation as preformed, a 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon, stent damage and shaft polymer extrusion broken.